Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheal stent procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the stent could not be passed through the lesion. The tip of the device was bending as they attempted to advance the device. The complainant stated that the tip of the device was too big to pass through the lesion. The procedure was rescheduled for (B)(6) 2010. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Patient over 50 years old. (B)(4) (difficulty crossing legion). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.